Manufacturer narrative:
H.6 investigation summary: a photo was returned. Bd was unable to confirm the customer complaint for the claimed defect. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. Based on the investigation results to date the root cause was not determinate for this complaint. For a detailed analysis, the presence of the sample would be necessary. DHR review: a review of the device history record was completed for sub-assembly #8607681 lot 9360168 manufactured from 03-jan-2020 to 17-jan-2020 used in claimed lot 9360169. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during use when the button was pressed. The following information was provided by the initial reporter, translated from portuguese to english: "in a nursing report, after puncture the patient, the catheter button was activated, but the needle did not enter the device, and the needle was locked out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle did not retract during use when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "in a nursing report, after puncture the patient, the catheter button was activated, but the needle did not enter the device, and the needle was locked out."